Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while on ilet therapy. Severe hypoglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring emergency medical management. Review of available information identified that the user rewound the ilet while the infusion set remained connected to the body and subsequently inserted a filled insulin cartridge, resulting in unintended insulin delivery. The user subsequently developed diaphoresis, disorientation, and a near-syncopal sensation while traveling home. Emergency medical services were contacted, and the user was transported to the hospital where IV dextrose and IV fluids were administered. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to user actions. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to rewinding and loading the cartridge while the infusion set remained connected, resulting in unintended insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 16-jun-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.